Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, they had a faulty cartridge. They felt like the cartridge had teeth. They also reported that the lens was scratched on the round part of the edges of the lens by company cartridge. Additional information has been requested.